Event description:
It was reported that the pump touch screen has "purple dots", leading to portion of screen being unreadable. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.